Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 simultaneously deployed from the device. Both anchors were successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment shows the device is in used condition and has evidence of surgical remains attached. The depth limiter has been trimmed to the surgeon¿s preference. The deployment ejector is retracted. The blue split cannula is on the device. Only t2 and a partial suture have been returned. Functional test reveals that the device manually advances. The device is bowed and slightly twisted. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.